Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized due to hyperglycemia. The patient's blood glucose level was 35.0 mmo/l in the morning on her unknown personal meter. The patient's blood glucose level went down to 25.0 mmol/l at an unknown time after a correction of 7 units with the infusion device. The blood glucose results at the hospital were not provided. The patient was treated with insulin rapid, saline solution, and controloc at the hospital. The patient was currently still in the hospital. The infusion device was requested to be returned for product evaluation.